Manufacturer narrative:
Failure analysis noted that the pump powered up then had unexpected blank display due to open lcd driver on lcd board. The pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had motor error alarm and display anomaly. The blood glucose at the time of the incident was unknown. The motor error alarm was received during basal. They were unable to rewind the pump. The pump had a full black screen. Troubleshooting was not able to resolve the issue. The device was returned for analysis.